Event description:
The patient was injected in the nasolabial folds. The patient allegedly developed puffy nodules, multiple cysts, and swelling approximately one month after injection. The patient was treated with vitrase.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.